Event description:
A sagittal saw attachment was sent for service and it overheated during performance testing. No adverse consequences was associated with the device.

Manufacturer narrative:
The probable cause of the device overheating was attributed to a damaged sag head. According to a review of the risk documents, wear to the sagittal head can cause the attachment to generate heat. The attachment will not be returned to the user facility; it is not repairable once it is disassembled.